Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter access set would not flow. When the nurse attempted to flush the patient's PICC (peripherally inserted central catheter) would flush sporadically and when connected to an unspecified infusion pump would cause intermittent occlusions. This issue was identified during patient infusion of unspecified "fluids". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.